Manufacturer narrative:
Device analysis: returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and a control pump. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded there was a perforation in the cuff pillow at the corner of the fold causing fluid loss. Inspection of the remainder of the device presented no other damage or irregularities. Based on the results of this investigation, no escalation is necessary. Pump analysis: returned product consisted of an ams800 pressure regulating balloon, occlusive cuff, and control pump. The ams800 control pump was visually and microscopically examined, and functionally tested. No leak was found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. Based on the results of this investigation, no escalation is necessary. Balloon analysis: returned product consisted of a an ams800 pressure regulating balloon, occlusive cuff, and control pump. The ams800 pressure regulating balloon was visually and microscopically examined, and functionally tested. No leaks were found. The balloon performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) cuff due to worsening incontinence and erosion through the urethra. The cystoscopy identified that the cuff had eroded through the urethra but had scarred over. A patient outcome of no issues was reported.

Manufacturer narrative:
Patient age - (B)(6) years.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) cuff due to worsening incontinence and erosion through the urethra. The cystoscopy identified that the cuff had eroded through the urethra but had scarred over. A patient outcome of no issues was reported.